Manufacturer narrative:
An event regarding disassociation and off label use involving an adm liner was reported. The disassociation event was not confirmed, the off label use event was confirmed based on returned adm liner attached to non-stryker device femoral head. Visual inspection: the adm liner was returned assembled together with the non-stryker femoral head. Extensive scratches were observed on the articulating surface and on the rim of the liner. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient with old depuy stem was revised (B)(6) 2015. Old cup was removed and a 58mm tritanium cluster shell was implanted with 3 screws and a 46f cementless mdm liner and a restoration 46f adm insert was secured to the depuy 28mm head as described in surgical technique. The 28mm depuy head articulated freely in the liner appearing secured before being impacted on old depuy stem that was not removed as it was well fixed. A ranawat test was observed and hip appeared stable. Patient dislocated affected hip late (B)(6) 2015, went to emergency room and an unsuccessful closed reduction was attempted by ER staff. Same surgeon operated on hip (B)(6) 2015. The 46mm poly insert was separated from metal head that was still fixed to femoral stem. 28mm head was removed from stem and was not able to be re-inserted into liner by hand. The head was then inserted to poly liner using stryker press, the head moved freely in the liner and could not be removed. The outer poly liner appeared to be scratched. A trial reduction was performed with this construct. Surgeon decided to adjust femoral offset, anteversion, and neck length. A new femoral stem, head and 46mm mdm liner were implanted. The stryker press was used and metal head articulated freely in poly liner. A ranawat test was performed with no dislocation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient with old depuy stem was revised (B)(6) 2015. Old cup was removed and a 58mm tritanium cluster shell was implanted with 3 screws and a 46f cementless mdm liner and a restoration 46f adm insert was secured to the depuy 28mm head as described in surgical technique. The 28mm depuy head articulated freely in the liner appearing secured before being impacted on old depuy stem that was not removed as it was well fixed. A ranawat test was observed and hip appeared stable. Patient dislocated affected hip late (B)(6) 2015, went to emergency room and an unsuccessful closed reduction was attempted by ER staff. Same surgeon operated on hip (B)(6) 2015. The 46mm poly insert was separated from metal head that was still fixed to femoral stem. A 28mm head was removed from stem and was not able to be re-inserted into liner by hand. The head was then inserted to poly liner using stryker press, the head moved freely in the liner and could not be removed. The outer poly liner appeared to be scratched. A trial reduction was performed with this construct. Surgeon decided to adjust femoral offset, anteversion, and neck length. A new femoral stem, head and 46mm mdm liner were implanted. The stryker press was used and metal head articulated freely in poly liner. A ranawat test was performed with no dislocation.